Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. Customer¿s blood glucose level at time of incident was above 400mg/dl customer¿s current blood glucose is 139mg/dl. The customer was treated with bolus. Customer reported that he was 98mg/dl when he went to bed. Woke up to 280mg/dl. Was throwing up by 1pm and went to emergency room. They admitted him and treated. Customer reported that they contacted their healthcare professional regarding the high blood glucose levels. Customer was able to perform high pressure test at that time. Assisted with performing the high pressure test and it passed. Customer stated that the drive support cap appeared normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.